Manufacturer narrative:
(B)(4) date sent: 07/06/2021 d4: batch # u5ct0g h6: component code = others (g07) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as the hand releases it, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples and cut line may be compromised. Always ensure complete jaw closure prior to firing. Before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: no clicking sound was heard when closing the jaws. The surgeon had no idea why this issue occurred. The patient¿s condition is stable as of may 10.

Event description:
It was reported that during an open hartmann's operation, it felt the firing trigger was lighter to squeeze than usual. After the firing, it was found only one row of the staple line on the rectum side of the oral side was deployed, and bleeding occurred, and air leaked. Additional hand suture was performed to complete the case. No further information is available.